Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose, however, a specific value was not provided. Cause of event was due to difficulty keeping infusion set in. Type of infusion set used was not reported. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.